Event description:
Consultant reports surgeon was completing a t10 - s1 fusion with matrix unassembled screws with final tightening. Surgeon noticed that the right s1 screw was possibly not fully capturing the rod. Surgeon's plan was to loosen the locking caps and move the rod in the screws caudally about 2mm. The locking cap at s1 was successfully loosened, but l5 and l4 both seemed to be stuck when surgeon attempted to loosen with the final tightener. Final tightener screw driver was then switched to a ratcheting t handle driver and another attempt was made to loosen l5 and l4 with the counter-torque device in place. The attempt at l5 was not successful. Attempt at l4 resulted in a broken driver. Driver and broken tip were both retrieved. Surgeon was then informed of other cap removal options, but the option of applying compression between l5-s1 segment was used to push rod through screw about 2mm, and s1 screw was final tightened. Procedure was completed with no further problem, no harm to patient. This is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device release to warehouse on 02/15/2010 and 12/15/2010. Placeholder.